Event description:
Per the clinic, the patient was prescribed oral antibiotics (date not reported) due to skin flap breakdown at the magnet site exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6), 2014; during the same surgery the patient was implanted in the contralateral ear. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is currently unavailable.